Event description:
The patient was undergoing surgical repair of a fractured hip on 6/23/97. She experienced sudden onset of hypotension followed by bradycardic arrest with pulseless activity. Responded to CPR. The skin was closed, patient experienced another cardiac arrest, CPR again successful. Admin to ICU with full monitoring. Twenty-five minutes lates, she experienced another arrest & again responded. She was placed on t-tube, expired 3 days later.